Event description:
It was reported that a spectrum infusion pump had a door latch error. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported door latch error as a door not fully latched alarm. Evaluation found the force required to close the door was above expected levels and if not applied the device would alarm door not fully latched. The door hooks and latch pins were replaced to correct this condition.